Event description:
The same event reported in MFR report 3005188751-2012-00016 and 3005188751-2012-00015. It was reported during a ventricular tachycardia (vt) ablation procedure, the patient developed a pericardial effusion. Two sjm supreme 5 french catheters were inserted into the heart followed by the safire blu catheter. Access to the left ventricle via a retrograde approach with the safire blu catheter was obtained after a several attempts with some difficulty crossing the aortic valve. Several rf applications were applied with the safire blu catheter to the septal region. After it was confirmed the vt was no longer present, the safire blu catheter was removed from the patient and a 40 minute waiting period occurred to confirm the success of the procedure. The vt returned at a higher rate, so it was decided to re-insert the safire blu catheter. The physician experienced difficulty positioning the safire blu catheter into the left ventricle so it was replaced with an non-sjm ablation catheter. The physician then mapped the vt and began to ablate a large region of the septum at 40 watts of power. The patient then became hypotensive with blood pressure dropping to 76/48 and an echocardiogram was performed which confirmed a pericardial effusion. Throughout the procedure, the patient complained of pain with each induction of ventricular tachycardia. A pericardiocentesis was performed and the patient stabilized.

Manufacturer narrative:
Method: no testing methods performed. The devices were disposed of, at the hospital. Device information was not available. We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the information provided to st. Jude medical, the cause for the reported event remains unknown.